Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. No atypical events or alarms were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2019 when the patient ultimately expired. The patient's death is reported under MFR 2916596-2019-02238. The hmii lvas IFU lists stroke and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year & 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with new ischemic stroke (left m2 middle middle cerebral artery). There were no unusual events seen within the log file. The mcs equipment is operating as intended. No further information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the inr goal for the patient was 2.0-2.5. He was also on asa 325mg. Computer tomography scan was conducted and confirmed stroke. Patient was treated with blood pressure control and heparin drip 24 hours after. The patient did have elevated ldh and likely could have some component of hemolysis in the pump. No further information was provided.